Event description:
Customer reported at 11 pm, device =280 mg/dl. Customer's family member drove customer to the hosp e.r. (ER). Hosp device =120 mg/dl. Customer was treated with a pill for high blood pressure. Control info was not provided. Device was not coded correctly. A request was made for return product and replacement product was sent.